Event description:
The patient reported on (B)(6) 2013 at 5:18 pm, she activated a new pod. Her blood glucose, carbohydrate intake and insulin history for the pod are as follows: (B)(6). At 8:00 pm, she went to the emergency room at (B)(6) hospital and upon arrival, her bg measured 402 mg/dl. She was admitted for dka and was treated with potassium and sodium intravenously. They also placed her on a special diet for approximately 14 hours. At 8:53 pm her bg reading was 392 mg/dl, so she administered a bolus of 4.85 units of insulin. The next day (B)(6) at 2:37 am, the pod was deactivated and it was discarded by the hospital staff. She was expected to be released from the hospital later that day (B)(6) if her bg levels regulate.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.